Event description:
During endovein harvest of the saphenous vein the cautery component of the vasoview hemopro melted to patient tissue. It was visualized with camera. Unable to remove melted component.